Event description:
A us distributor reported that a battery charger fails due to functional issue.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (fails due to functional issue) was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. There was no adverse event that resulted from the damaged charger.